Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's brother reported via phone call that the customer's pump keeps rewinding and received a compromised forced sensor alarm after changing the battery. The customer's blood glucose was 220 mg/dl. During prime rewind anomaly troubleshooting, the customer said that the drive support cap was flush. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. They were advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per their healthcare provider's instructions. The insulin pump will be returning for analysis.